Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer will check with the operating room (or) staff to see if the issue is resolved on the problem reported. The facility did not request service. The sample was not obtained for evaluation and no additional information was obtained in relation to this event. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the system was shutting down and not cutting during a procedure. The system was switched out to complete the case.